Event description:
It was reported that during the replacement procedure for normal battery depletion, the physician noticed an insulation issue with the electrode. Subsequently the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a partial abrasion in the outer insulation near the terminal pin end of the electrode. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. It was noted that the conductor was not exposed at either location. The reported insulation issues noted in the field were confirmed by analysis.

Event description:
It was reported that during the replacement procedure for normal battery depletion, the physician noticed an insulation issue with the electrode. Subsequently the electrode was explanted and successfully replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.